Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: during investigation, a visual inspection of the pump showed no evidence of damage to the battery compartment or stripped threads. The battery cap did not have stripped threads, but the slot on top of battery cap was damaged. The battery cap was able to secure properly to the test pump. During evaluation, the battery cap contact height was found to be out of specifications. The battery cap contact width was within required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery cap was not able to be removed from the pump. Reportedly, the cap threads seemed to be stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap and pump have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.